Event description:
During an emergency support program call, the customer reported a fiber-optic sensor failure alarm on a cardiosave intra-aortic balloon pump (iabp). Assessment revealed that the intra-aortic balloon (iab) catheter inner lumen was not being managed in accordance with the instructions for use (IFU); therefore, the customer was instructed to cap and label the inner lumen "do not use ¿ risk of thrombus" to mitigate the potential risk of thrombus formation. No harm was reported.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.upon completion of the investigation into this event a follow up report will be submitted.